Manufacturer narrative:
Siemens filed the initial MDR 2517506-2024-00066 on 12-feb-2024. Additional information (12-mar-2024): in addition to the service actions mentioned in the initial report, a siemens customer service engineer (cse) replaced the reagent 2 drain assembly and reagent 3 (r3) probe, verified cuvette temperature, cleaned all cuvette windows, aligned photometer, and deactivated the reagent management system (rms) as a precaution to eliminate potential issues in the reagent module system. Next, the cse activated the rms, ran quality control 10 times, precision study on patient sample, which recovered acceptably. Siemens reviewed the instrument data and concluded that the intermittent carryover contamination between tests potentially contributed to the falsely depressed creatinine (cre2) result. The investigation conclusion in section was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A falsely depressed creatinine (cre2) result was obtained on a patient sample on the dimension exl with lm instrument. The erroneous result was reported to the physician(s), who questioned the result. The sample was repeated on the same instrument. The repeat result recovered higher than the erroneous result. The repeat result was reported to the physician(s) as the correct result. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed cre2 result.

Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed creatinine (cre2) result was obtained on a patient sample on the dimension exl with lm instrument. Quality control (qc) was acceptable at the time of sample processing. A siemens customer service engineer (cse) was dispatched to the customer¿s site. After performing preventative maintenance, the cse replaced sample and reagent 1 (r1) drains, reagent 2 (r2) drain, and sample and reagent probes. The cse also made an adjustment to reduce the height of the front cuvette film guide. Subsequently, siemens verified the instrument¿s performance and ran a system check, which recovered acceptably. The customer verified qc and the instrument¿s performance is being monitored. The cause of the falsely depressed cre2 result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.